Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause of the device not activating could not be confirmed since device evaluation was unable to replicate the issue. There were signs of liquid penetration inside the socket; however, it was unknown if this contributed to the reported device issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the video system center could not be activated. The issue occurred when preparing the device for use in a diagnostic procedure. Other nearby devices were powered off. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.